Manufacturer narrative:
The device was returned and the evaluation found that the cover glass was damaged and there was image failure due to the cover glass damage with a water droplet like stain around the center of the monitor. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the telescope exhibited the cover glass being damaged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the fields: e1: (establishment name). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the event occurred, due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.